Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) snap gauge (m-79527) drawing(s) referenced: dwgs31458 rev. A, dwgs30914 rev. G as found condition: the instant detacher and axium prime pusher segment were returned for analysis within a shipping box and within two sealed plastic biohazard pouches. Visual inspection/damage location details: during evaluation, a portion of the pushwire was found to be extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The actuator interface was found to be bent inside of the instant detacher cap. The pushwire segment was pulled into, and removed from the instant detacher cap. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean but damaged (chipped). Testing/analysis: the coupler tube outer diameter (od) could not be measured as it was not returned. The outer diameter of the actuator interface was measured to be ~0.01200¿, which is within specification (specification: 0.01200¿ ± 0.0035¿). The inner diameter of the cap hole was measured to be 0.01469¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). Conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ was confirmed. The actuator interface was found bent within the cap, which would have prevented the actuator interface from exiting the cap after detachment. The cause of the damage to the actuator interface could not be determined. It is possible the actuator interface became slightly bent prior to insertion into the instant detacher, causing the actuator interface to become bent further when it failed to enter the actuator. The instant detacher cap was found chipped, likely caused during the attempt to retract the actuator interface following detachment. No other irregularities were found with instant detacher or concerto pusher that would contribute towards the pusher stuck in instant detacher. Ngod10 2023-09-15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported davf case, sigmoid sinus coil embolization. Vessel tortuosity was normal. The device was prepared as indicated in the IFU. The sinus coil was embolized to complete the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the vein coil embolization for d-avf treatment, when the axium prime 3d was started to use in the first coil, after embolization, the coil could be detached, but the proximal end of the wire could not be pulled out from ID-1. When the physician pulled the wire vigorously, the wire broke, leaving about 5 cm from the proximal end. After that, tried to pull out the broken wire left in ID-1, but it was not possible. When a new ID-1 was used and detachment was performed from the second coil, the same problem did not occur. It was noted that there was an unknown cause of the product defect. No patient symptoms or further complications were reported as a result of this event.